Event description:
The customer reported that the patient sat on the side rail panel while getting out of bed. The side rail detached. Initially, we were informed that the patient fell. However, the customer later clarified that there was no fall. Caregivers assisted the patient at that time, and helped the patient to safely sit on the ground. No injury was reported. The bed frame was repaired. Additionally, the faulty steer caster was replaced.

Manufacturer narrative:
The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped off) and circumstances in which the event occurred (the side rail was loaded by the patient who sat on it). The instructions for use for citadel plus bed frame (IFU document number: 831.374_en rev. 11) state that "the caregiver should always aid the patient in exiting the bed." The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. The procedure how to transfer the patient from the bed is also described in the IFU. There is recommended to: ¿1. Level patient surface. 2. Adjust height of patient surface to same level as surface to which patient is being transferred. (¿) 4. Lower side rails. 5. Transfer patient, following all applicable safety rules and institution protocols." The IFU include also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was in use by the patient when the issue occurred. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the patient sat on the side rail panel while getting out of bed. The side rail detached. Initially, we were informed that the patient fell. However, it was later clarified by the customer that there was no fall. Caregivers assisted the patient, who sat caregivers assisted the patient at that time, and helped the patient to safely sit on the ground.. No injury was reported.